Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of system fault 13 while connected to fio2 (fraction of inspired oxygen) was confirmed. Ventec replaced the metering valve cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve cable.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device alarmed for "system fault 13" while connected to fio2 (fraction of inspired oxygen). This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was no patient involvement associated with the reported event.